Manufacturer narrative:
Siemens is conducting an investigation of this event. The cause for the issue has not been determined yet. The user was advised not to use the system until repairs are performed. A supplemental report will be submitted if additional information becomes available. Internal ID # (B)(4).

Event description:
Siemens was informed by its service organization that a crack in the table support of the axiom luminos drf system was found. There is no patient involvement in the case as the issue was found during maintenance activities. There are no injuries attributed to this incident. The issue was found in (B)(6).

Manufacturer narrative:
The issue was investigated in detail. According to the received information, a crack was found on the rail in the table strut. The provided images showed a breach in the metal guiding rail for the rear bearings of the column movement. The concerned table strut at the customer site was replaced by siemens local service organization; and the system has been recovered to fully operational state. The defective table strut was returned for further investigation.the investigation of the part showed a fatigue fracture in the strut, and the running rail showed grooves. The material of the strut was as specified. Since the part was in a broken state and deformed, a tolerance measure was no longer possible, therefore, a specific root cause could not be determined. Therefore, a simulation with a finite element method (fem) analysis was performed with the worst-case scenario (eccentric bearings adjusted to the maximum). This simulation showed that if the eccentric bearings are overly adjusted, the guiding rail of the strut gets overloaded and can break over the time. This could lead to the described issue. Risk potential of the damaged strut was performed as well. A floating bearing (e.g. In the breached guiding rail) only contributes to a small extent to the guidance. The main load is borne by the linear guide and the drive chain. The floating bearing is needed to meet the requirements for central beam migration at + 90 ° /-90 °. Such hazard situation could never occur. Based on the results of the fem analysis a sample of 20 new table struts were checked for correct dimensions and parallelism of the guiding rails. It could be confirmed that the tolerances of the guiding rails are all below the determined acceptable limit of the fem analysis. To check the negative effect of a cracked guide to the function of the system over a longer period, an endurance test was carried out with the worst-case settings. This endurance test (approx. 9.500 cycles corresponding to approx. 1.5 years of operation) did not show any problems in the system functionality. Also, the central beam deviation (tube to detector) was only about 1mm compared to the situation before. The investigation results showed that there are no safety relevant risks. It could also be confirmed that there is no risk of falling parts. The crack occurred due to high mechanical load at the rail.